Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient during a procedure performed on (B)(6) 2018. As reported by the patient's attorney, the patient has experienced an unknown injury. --- additional information received on september 23, 2022 --- it was reported that the device, lynx suprapubic mid-urethral sling system, was implanted during a cystourethroscopy, anterior and posterior colporrhaphy, sacrospinous fixation, perineoplasty and retropubic midurethral sling placement procedure on (B)(6) 2018, in a patient diagnosed with pelvic organ prolapse (apical, posterior and anterior) and stress urinary incontinence. The procedure was completed with the patient in stable condition without complications. On (B)(6) 2018, the patient was admitted to intensive care for hypertensive emergency (bp went up as high as 229/182 mm/hg) and hyponatremia (126 meq/l). She had a medical history which was significant for severe anxiety, essential hypertension and chronic low back pain. She was given the following medications: metoprolol xl, hydralazine IV, ativan, benadryl IV (for suspected allergy to pain medications), and tramadol for pain. A decision was made to transfer her to the ICU on labetalol drip. On (B)(6) 2018, the patient was noted to be doing well with pain well controlled with standing order of tylenol. On (B)(6) 2018, the patient presented to the ER with increasing weakness. She was discharged the following day in stable condition. On (B)(6) 2018, the patient came in with new onset urinary frequency and bladder pressure/fullness for a month. She had presented to the ed the night before and was given pyridium and tramadol before discharge home. A post-void bladder scan was performed, as well as urinalysis and urine culture. She was started on cipro and was prescribed uribel and vaginal estrogen cream. On (B)(6) 2019, the patient presented due to persistent pelvic and gluteal pain, as well as issues of urinary urgency and hesitancy. Reportedly, she had developed pain in the right gluteal area and pelvis and has undergone extensive evaluation. She had noticed that her stress symptoms had resolved but noticed marked hesitancy with urgency, and now periods of urge incontinence. She had extensive work-up including MRI of the pelvis and was referred to pain management for pudendal block. She had also undergone pelvic floor physical therapy. Upon the review of systems, the patient reported the following additional relevant symptoms: numbness and tingling. Physical exam revealed mild angulation of the urethral bladder neck junction and a somewhat fixed urethra; point tenderness along the right obturator and area of the sacrospinous ligament with pain radiating into the gluteal area with deep palpation. The assessment was pelvic and perineal pain, urge incontinence, hesitancy of micturition. Her last gynecologist was concerned both that there was some degree of obstruction at her neck and that it possibly was a suture from the suspension that was causing the gluteal pain. The current physician agreed with this assessment that there are 2 separate problems one being the hesitation and urge symptoms which is most likely from the positioning of the sling as it appears to be elevating the bladder neck somewhat and that a revision of this may help some of her voiding symptoms. Her pelvic pain with its location was relatively classic of an issue with a sacral spinous ligament which could be addressed with another block, taking the stitch down while acknowledging the risk of recurrence of prolapse, persistence of pain or even worsening numbing or neurologic symptoms if this is compressed. On (B)(6) 2019, the patient underwent urethral sling revision and injection of pelvic floor trigger points to treat the bladder neck obstruction and persistent pelvic pain. She was also experiencing some neuropathic leg pain symptoms at that time. During the operation they found the sling was against the bladder neck and was under marked tension when released. The mesh had a significant separation (by almost 0.5 cm). There was obvious angulation at the level of the bladder neck. She also had some increased pelvic floor tone. Then, a series of 6 injections, 3 on each side, for a total of 10 ml marcaine and 100 mg solu-cortef were used for the blocks. The procedure was completed, and the patient transferred to recovery in stable condition without complications. During a post-op check on (B)(6) 2019, the patient reported that she continued to have pain. She was using tramadol which was not working well for her. She had to use oxycodone which provided some pain relief. She was also using uribel with some relief. She continued to have pain near the urethra. During a follow-up post-op check on (B)(6) 2019, the patient reported she continued to have pain. Tramadol was still not working, while oxycodone provided some relief. She had followed up with pain management and was recently started back on low-dose lyrica which she felt had improved the throbbing pain in her pelvis. Per her physician's assessment, the surgical site had healed. The urethral tenderness had resolved, and she relatively had good urinary control. At this point the area of mesh exposure had been removed. As for her pelvic pain, it appeared to be more neuropathic in nature and that removing any additional mesh would unlikely have any significant impact other than potentially worsening her symptoms.

Manufacturer narrative:
Additional information: blocks a2, b2, b3, b5, b7, e1, h6 patient codes device implanted by dr. (B)(6) ((B)(6) hospital, (B)(6)) sling revision performed by dr. (B)(6) ((B)(6) hospital, (B)(6) (B)(6)) block e1: this event was reported by the patient's legal representation. Block h6: patient codes e2330 and e2006 capture the reportable events of pain and extrusion. Impact codes f08, f2303, f1905, f18 and f2203 capture the reportable events of prolonged hospitalization, required medications, surgery, physical therapy and imaging.

Manufacturer narrative:
Device implanted by dr. (B)(6) , (B)(6) hospital, (B)(6) . Sling revision performed by dr. (B)(6) , (B)(6) hospital, (B)(6) .sling removal performed by dr. (B)(6) ,(B)(6) , (B)(6) . Block e1: this event was reported by the patient's legal representation. Block h6: patient codes e2330, e2006, e1002, e1405 capture the reportable events of pain, extrusion, abdominal pain and dyspareunia. Impact codes f08, f2303, f1905, f18, f2203, f1903 capture the reportable events of prolonged hospitalization, required medications, surgery, physical therapy, imaging and sling removal

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient during a procedure performed on (B)(6) 2018. As reported by the patient's attorney, the patient has experienced an unknown injury. Additional information received on september 23, 2022: it was reported that the device, lynx suprapubic mid-urethral sling system, was implanted during a cystourethroscopy, anterior and posterior colporrhaphy, sacrospinous fixation, perineoplasty and retropubic midurethral sling placement procedure on (B)(6) 2018, in a patient diagnosed with pelvic organ prolapse (apical, posterior and anterior) and stress urinary incontinence. The procedure was completed with the patient in stable condition without complications. On (B)(6) 2018, the patient was admitted to intensive care for hypertensive emergency (bp went up as high as 229/182 mm/hg) and hyponatremia (126 meq/l). She had a medical history which was significant for severe anxiety, essential hypertension and chronic low back pain. She was given the following medications: metoprolol xl, hydralazine IV, ativan, benadryl IV (for suspected allergy to pain medications), and tramadol for pain. A decision was made to transfer her to the ICU on labetalol drip. On (B)(6) 2018, the patient was noted to be doing well with pain well controlled with standing order of tylenol. On (B)(6) 2018, the patient presented to the ER with increasing weakness. She was discharged the following day in stable condition. On (B)(6) 2018, the patient came in with new onset urinary frequency and bladder pressure/fullness for a month. She had presented to the ed the night before and was given pyridium and tramadol before discharge home. A post-void bladder scan was performed, as well as urinalysis and urine culture. She was started on cipro and was prescribed uribel and vaginal estrogen cream. On (B)(6) 2019, the patient presented due to persistent pelvic and gluteal pain, as well as issues of urinary urgency and hesitancy. Reportedly, she had developed pain in the right gluteal area and pelvis and has undergone extensive evaluation. She had noticed that her stress symptoms had resolved but noticed marked hesitancy with urgency, and now periods of urge incontinence. She had extensive work-up including MRI of the pelvis and was referred to pain management for pudendal block. She had also undergone pelvic floor physical therapy. Upon the review of systems, the patient reported the following additional relevant symptoms: numbness and tingling. Physical exam revealed mild angulation of the urethral bladder neck junction and a somewhat fixed urethra; point tenderness along the right obturator and area of the sacrospinous ligament with pain radiating into the gluteal area with deep palpation. The assessment was pelvic and perineal pain, urge incontinence, hesitancy of micturition. Her last gynecologist was concerned both that there was some degree of obstruction at her neck and that it possibly was a suture from the suspension that was causing the gluteal pain. The current physician agreed with this assessment that there are 2 separate problems one being the hesitation and urge symptoms which is most likely from the positioning of the sling as it appears to be elevating the bladder neck somewhat and that a revision of this may help some of her voiding symptoms. Her pelvic pain with its location was relatively classic of an issue with a sacral spinous ligament which could be addressed with another block, taking the stitch down while acknowledging the risk of recurrence of prolapse, persistence of pain or even worsening numbing or neurologic symptoms if this is compressed. On (B)(6) 2019, the patient underwent urethral sling revision and injection of pelvic floor trigger points to treat the bladder neck obstruction and persistent pelvic pain. She was also experiencing some neuropathic leg pain symptoms at that time. During the operation they found the sling was against the bladder neck and was under marked tension when released. The mesh had a significant separation (by almost 0.5 cm). There was obvious angulation at the level of the bladder neck. She also had some increased pelvic floor tone. Then, a series of 6 injections, 3 on each side, for a total of 10 ml marcaine and 100 mg solu-cortef were used for the blocks. The procedure was completed, and the patient transferred to recovery in stable condition without complications. During a post-op check on (B)(6) 2019, the patient reported that she continued to have pain. She was using tramadol which was not working well for her. She had to use oxycodone which provided some pain relief. She was also using uribel with some relief. She continued to have pain near the urethra. During a follow-up post-op check on (B)(6) 2019, the patient reported she continued to have pain. Tramadol was still not working, while oxycodone provided some relief. She had followed up with pain management and was recently started back on low-dose lyrica which she felt had improved the throbbing pain in her pelvis. Per her physician's assessment, the surgical site had healed. The urethral tenderness had resolved, and she relatively had good urinary control. At this point the area of mesh exposure had been removed. As for her pelvic pain, it appeared to be more neuropathic in nature and that removing any additional mesh would unlikely have any significant impact other than potentially worsening her symptoms. Additional information received on october 24, 2022. On (B)(6) 2018, the patient presented for a follow-up visit post-surgery. She was doing better at that time and was on some medication which she could not remember for continued pressure in the vaginal area. On (B)(6) 2018, she came in for abdominal pain. During her last visit, she noted that she has had persistent abdominal pressure since her surgery. Her vaginal pressure was worse since the surgery, which she described as "pain" and "heat", like a live wire sitting around giving me jolts". She had a lot of urinary frequency, every one to two hours. Her bowel movement was very liquid, she was diagnosed with colitis and started on steroid, which helped slightly. However, she felt that her genital pain and burning was worse and therefore held. She noted that she had been able to have intercourse which was not very painful. Physical exam revealed that the vaginal and pelvic floor were diffusely tender, most prominently over bilateral coccygeus and left obturator. There was also significant banding over the left coccygeus. Assessment: 1. Muscle spasm. 2. Feeling of incomplete bladder emptying. 3. Overactive bladder. The patient was advised that she has a challenging situation with chronic pain (back, etc.) And that this is a new iteration of her chronic pain syndrome. She was also advised that she perceives pain at a lower threshold than average. The plan was for the patient to have pelvic floor physical therapy (pfpt) to rehab her pelvic floor and consider interstim to treat her oab and pain. She was also to have urodynamics to evaluate for obstruction given her difficulty urinating. On (B)(6) 2019, she presented for follow-up for abdominal and pelvic pain. She reported that pelvic rehabilitation was difficult to comply due to the cost. Recommendation was that she go for the initial evaluations and ask if they can provide her with some home exercises to do intermittently between office visits. On (B)(6) 2019, she presented with pelvic pain. She did undergo a pudendal nerve block back in (B)(6) 2019, which she said was excruciating because the local anesthetic did not have time to work, and she did not have any IV sedation on board. She did notice mild benefit after the injection did have a chance to work. She was being maintained on tramadol extended release 200mg as well as pregabalin 50mg 3x a day. During the visit she was prescribed percocet 10/325 mg to address her acute debilitating pain and her lyrica was decreased to 25mg 4x a day. Assessment: 1. Pudendal neuralgia. 2. Pelvic pain. On (B)(6) 2020, the patient had a telemedicine consult for constant and chronic vaginal and rectal pain. The patient had previously seen and evaluated by a partner of this clinic who recommended sling revision for obstruction. The patient sought a second opinion outside of the practice and underwent a sling revision and pudendal nerve block in (B)(6) 2019. She was discharged from this practice from lack of follow-up and failure to comply with recommendations. A lengthy conversation was had with the patient regarding details of her care after leaving our practice. For reasons patient does not wish to convey in significant detail, she was not following with this specific surgeon at the outside practice and wished to return to the current facility. She did not feel comfortable pursuing management of her pain under the surgeon in the outside practice. Her pain and discomfort were significantly exacerbated she was not having any relief from oral medications. Her pain was greatly affecting her quality of life and her ability to perform activities of daily living. The assessment was pelvic and perineal pain presumed to be related to pudendal nerve and urethral sling division. On (B)(6) 2021, the patient was evaluated for her pelvic pain and back pain. The assessment from that visit was that she has two pain issues. The first is her chronic low back pain for which she had been seen her for 4 years. It was noted she does best when she is exercising but has been unable to due to other medical issues. The main pain generator over the past year has been pelvic/pudendal pain she has tried injections has had several opinions and 4 weeks prior to this appointment had surgery to remove mesh from her bladder. She was still having pain and required medication. Postop, the patient did not tolerate nucynta and oxycodone. The physician discontinued the hydrocodone and increased the tramadol ir. The patient's pain had responded well to lyrica but it caused mood issues, so she was to be weaned off that and was to speak with her psychiatrist about her new medication prior to starting amitriptyline or nortriptyline low-dose for nerve pain and sleep. On (B)(6) 2021, she again presented for a follow-up visit with right-sided perineal pain manifesting as vulvodynia on the right side and also a deeper vaginal pain. Her pain has been refractory to opioid therapy and did not improve with recent removal of the mesh. At this point, medication opioid therapy is allowing her to function at best but is not managing her pain adequately. The patient is being worked up for ehlers-danlos syndrome as her daughter did have this diagnosed recently and has a gastroenterology appointment pending as well. The patient denies any lower extremity weakness or bowel or bladder incontinence. Assessment: 1. Causalgia. 2. Pelvic pain. 3. Pudendal neuralgia. 4. Vulvodynia. 5. Chronic pain following surgery/procedure. The plan was for a trial of dorsal root ganglion stimulation at the l 1 and s2 levels on the right side to address her genitofemoral and pudendal causalgia. The risks and benefits of the dorsal root ganglion stimulator trial were discussed with the patient at length today. She was seeing a pelvic pain specialist in in the near future and may opt for staying more conservative than the neuromodulation that has been offered. On (B)(6) 2022, she came in for a follow-up visit again due to pelvic pain. Associated symptoms include depression and anxiety, functional limitations include inability to engage in sexual intercourse due to pain. Treatment/procedure outcomes: she has had numerous pudendal blocks with no benefit. She has had long term pelvic floor therapy with no improvement. She had a pelvic sling mesh that was since removed and she believes was the underlying cause of her problems. She has not had improvement in the pelvic pain with treatment of her lumbar spine issues. She planned to follow up in 1 month, at which point we may consider a diagnostic hypogastric plexus block. She declined the spinal cord stimulator due to cost. Assessment: pelvic pain. Additional information received on november 1, 2022. On (B)(6) 2021, the patient underwent robotic (da vinci) retropubic sling removal, anterior repair and cystoscopy with hydrodistention procedure due to pelvic pain and failed conservative management post perineoplasty and retropubic sling. Findings included scarring below the midurethra from the prior sling procedure and a midline omental adhesion. She tolerated the procedure well with no complications. On (B)(6) 2022, she presented for evaluation and management of adrenal mass and elevated cortisol levels and metanephrine levels that was found during her inpatient stay in (B)(6) 2018. She complained of ongoing pelvic pain and heaviness which started a few months after she had surgery for urinary incontinence with mesh placement in (B)(6) 2018. On (B)(6) 2022, she presented for a follow up for her chronic pelvic pain, noting that her pain has continued to cause emotional distress. She reported that numerous failed medications in the past. She had been recommended spinal cord stimulator but has declined. She continued to follow up for pain management and had been seen in urology with recommendations for pelvic floor therapy. She reported ongoing low back pain radiating around her right buttock and ongoing concerns regarding persistent hyponatremia. Review of her records revealed sodium levels in the low 130's dating back to (B)(6) 2021. Additional information received on november 18, 2022. On (B)(6) 2019, she underwent cystoscopy to evaluate for mesh perforation. Normal urothelium was observed in the urethra without evidence of mesh perforation or concern for over-tensioning. The procedure was completed without complications. On (B)(6) 2020, she presented to the emergency department complaining of pelvic pain. She was then discharged home in stable condition. Clinical impression: chronic pelvic pain, hyponatremia on (B)(6) 2021, she presented for follow-up status post mesh removal, stating she was "much better, more walking yesterday than usual". She added there was some light spotting and being sore. Note that between (B)(6) 2020 and (B)(6) 2021, she made several follow-up consults due to her chronic pelvic pain.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient during a procedure performed on (B)(6) 2018. As reported by the patient's attorney, the patient has experienced an unknown injury. --- additional information received on september 23, 2022 --- it was reported that the device, lynx suprapubic mid-urethral sling system, was implanted during a cystourethroscopy, anterior and posterior colporrhaphy, sacrospinous fixation, perineoplasty and retropubic midurethral sling placement procedure on (B)(6) 2018, in a patient diagnosed with pelvic organ prolapse (apical, posterior and anterior) and stress urinary incontinence. The procedure was completed with the patient in stable condition without complications. On (B)(6) 2018, the patient was admitted to intensive care for hypertensive emergency (bp went up as high as 229/182 mm/hg) and hyponatremia (126 meq/l). She had a medical history which was significant for severe anxiety, essential hypertension and chronic low back pain. She was given the following medications: metoprolol xl, hydralazine IV, ativan, benadryl IV (for suspected allergy to pain medications), and tramadol for pain. A decision was made to transfer her to the ICU on labetalol drip. On (B)(6) 2018, the patient was noted to be doing well with pain well controlled with standing order of tylenol. On (B)(6) 2018, the patient presented to the ER with increasing weakness. She was discharged the following day in stable condition. On (B)(6) 2018, the patient came in with new onset urinary frequency and bladder pressure/fullness for a month. She had presented to the ed the night before and was given pyridium and tramadol before discharge home. A post-void bladder scan was performed, as well as urinalysis and urine culture. She was started on cipro and was prescribed uribel and vaginal estrogen cream. On (B)(6) 2019, the patient presented due to persistent pelvic and gluteal pain, as well as issues of urinary urgency and hesitancy. Reportedly, she had developed pain in the right gluteal area and pelvis and has undergone extensive evaluation. She had noticed that her stress symptoms had resolved but noticed marked hesitancy with urgency, and now periods of urge incontinence. She had extensive work-up including MRI of the pelvis and was referred to pain management for pudendal block. She had also undergone pelvic floor physical therapy. Upon the review of systems, the patient reported the following additional relevant symptoms: numbness and tingling. Physical exam revealed mild angulation of the urethral bladder neck junction and a somewhat fixed urethra; point tenderness along the right obturator and area of the sacrospinous ligament with pain radiating into the gluteal area with deep palpation. The assessment was pelvic and perineal pain, urge incontinence, hesitancy of micturition. Her last gynecologist was concerned both that there was some degree of obstruction at her neck and that it possibly was a suture from the suspension that was causing the gluteal pain. The current physician agreed with this assessment that there are 2 separate problems one being the hesitation and urge symptoms which is most likely from the positioning of the sling as it appears to be elevating the bladder neck somewhat and that a revision of this may help some of her voiding symptoms. Her pelvic pain with its location was relatively classic of an issue with a sacral spinous ligament which could be addressed with another block, taking the stitch down while acknowledging the risk of recurrence of prolapse, persistence of pain or even worsening numbing or neurologic symptoms if this is compressed. On (B)(6) 2019, the patient underwent urethral sling revision and injection of pelvic floor trigger points to treat the bladder neck obstruction and persistent pelvic pain. She was also experiencing some neuropathic leg pain symptoms at that time. During the operation they found the sling was against the bladder neck and was under marked tension when released. The mesh had a significant separation (by almost 0.5 cm). There was obvious angulation at the level of the bladder neck. She also had some increased pelvic floor tone. Then, a series of 6 injections, 3 on each side, for a total of 10 ml marcaine and 100 mg solu-cortef were used for the blocks. The procedure was completed, and the patient transferred to recovery in stable condition without complications. During a post-op check on (B)(6) 2019, the patient reported that she continued to have pain. She was using tramadol which was not working well for her. She had to use oxycodone which provided some pain relief. She was also using uribel with some relief. She continued to have pain near the urethra. During a follow-up post-op check on (B)(6) 2019, the patient reported she continued to have pain. Tramadol was still not working, while oxycodone provided some relief. She had followed up with pain management and was recently started back on low-dose lyrica which she felt had improved the throbbing pain in her pelvis. Per her physician's assessment, the surgical site had healed. The urethral tenderness had resolved, and she relatively had good urinary control. At this point the area of mesh exposure had been removed. As for her pelvic pain, it appeared to be more neuropathic in nature and that removing any additional mesh would unlikely have any significant impact other than potentially worsening her symptoms. --- additional information received on october 24, 2022 --- on (B)(6) 2018, the patient presented for a follow-up visit post-surgery. She was doing better at that time and was on some medication which she could not remember for continued pressure in the vaginal area. On (B)(6) 2018, she came in for abdominal pain. During her last visit, she noted that she has had persistent abdominal pressure since her surgery. Her vaginal pressure was worse since the surgery, which she described as "pain" and "heat", like a live wire sitting around giving me jolts". She had a lot of urinary frequency, every one to two hours. Her bowel movement was very liquid, she was diagnosed with colitis and started on steroid, which helped slightly. However, she felt that her genital pain and burning was worse and therefore held. She noted that she had been able to have intercourse which was not very painful. Physical exam revealed that the vaginal and pelvic floor were diffusely tender, most prominently over bilateral coccygeus and left obturator. There was also significant banding over the left coccygeus. Assessment: 1. Muscle spasm 2. Feeling of incomplete bladder emptying 3. Overactive bladder the patient was advised that she has a challenging situation with chronic pain (back, etc.) And that this is a new iteration of her chronic pain syndrome. She was also advised that she perceives pain at a lower threshold than average. The plan was for the patient to have pelvic floor physical therapy (pfpt) to rehab her pelvic floor and consider interstim to treat her oab and pain. She was also to have urodynamics to evaluate for obstruction given her difficulty urinating. On (B)(6) 2019, she presented for follow-up for abdominal and pelvic pain. She reported that pelvic rehabilitation was difficult to comply due to the cost. Recommendation was that she go for the initial evaluations and ask if they can provide her with some home exercises to do intermittently between office visits. On (B)(6) 2019, she presented with pelvic pain. She did undergo a pudendal nerve block back in july 2019, which she said was excruciating because the local anesthetic did not have time to work, and she did not have any IV sedation on board. She did notice mild benefit after the injection did have a chance to work. She was being maintained on tramadol extended release 200mg as well as pregabalin 50mg 3x a day. During the visit she was prescribed percocet 10/325 mg to address her acute debilitating pain and her lyrica was decreased to 25mg 4x a day. Assessment: 1. Pudendal neuralgia 2. Pelvic pain on (B)(6) 2020, the patient had a telemedicine consult for constant and chronic vaginal and rectal pain. The patient had previously seen and evaluated by a partner of this clinic who recommended sling revision for obstruction. The patient sought a second opinion outside of the practice and underwent a sling revision and pudendal nerve block in november 2019. She was discharged from this practice from lack of follow-up and failure to comply with recommendations. A lengthy conversation was had with the patient regarding details of her care after leaving our practice. For reasons patient does not wish to convey in significant detail, she was not following with this specific surgeon at the outside practice and wished to return to the current facility. She did not feel comfortable pursuing management of her pain under the surgeon in the outside practice. Her pain and discomfort were significantly exacerbated she was not having any relief from oral medications. Her pain was greatly affecting her quality of life and her ability to perform activities of daily living. The assessment was pelvic and perineal pain presumed to be related to pudendal nerve and urethral sling division. On (B)(6) 2021, the patient was evaluated for her pelvic pain and back pain. The assessment from that visit was that she has two pain issues. The first is her chronic low back pain for which she had been seen her for 4 years. It was noted she does best when she is exercising but has been unable to due to other medical issues. The main pain generator over the past year has been pelvic/pudendal pain she has tried injections has had several opinions and 4 weeks prior to this appointment had surgery to remove mesh from her bladder. She was still having pain and required medication. Postop, the patient did not tolerate nucynta and oxycodone. The physician discontinued the hydrocodone and increased the tramadol ir. The patient's pain had responded well to lyrica but it caused mood issues, so she was to be weaned off that and was to speak with her psychiatrist about her new medication prior to starting amitriptyline or nortriptyline low-dose for nerve pain and sleep. On (B)(6) 2021, she again presented for a follow-up visit with right-sided perineal pain manifesting as vulvodynia on the right side and also a deeper vaginal pain. Her pain has been refractory to opioid therapy and did not improve with recent removal of the mesh. At this point, medication opioid therapy is allowing her to function at best but is not managing her pain adequately. The patient is being worked up for ehlers-danlos syndrome as her daughter did have this diagnosed recently and has a gastroenterology appointment pending as well. The patient denies any lower extremity weakness or bowel or bladder incontinence. Assessment: 1. Causalgia 2. Pelvic pain 3. Pudendal neuralgia 4. Vulvodynia 5. Chronic pain following surgery/procedure the plan was for a trial of dorsal root ganglion stimulation at the l 1 and s2 levels on the right side to address her genitofemoral and pudendal causalgia. The risks and benefits of the dorsal root ganglion stimulator trial were discussed with the patient at length today. She was seeing a pelvic pain specialist in in the near future and may opt for staying more conservative than the neuromodulation that has been offered. On (B)(6) 2022, she came in for a follow-up visit again due to pelvic pain. Associated symptoms include depression and anxiety, functional limitations include inability to engage in sexual intercourse due to pain. Treatment/procedure outcomes: she has had numerous pudendal blocks with no benefit. She has had long term pelvic floor therapy with no improvement. She had a pelvic sling mesh that was since removed and she believes was the underlying cause of her problems. She has not had improvement in the pelvic pain with treatment of her lumbar spine issues. She planned to follow up in 1 month, at which point we may consider a diagnostic hypogastric plexus block. She declined the spinal cord stimulator due to cost. Assessment: pelvic pain. --- additional information received on november 1, 2022 --- on (B)(6) 2021, the patient underwent robotic (da vinci) retropubic sling removal, anterior repair and cystoscopy with hydrodistention procedure due to pelvic pain and failed conservative management post perineoplasty and retropubic sling. Findings included scarring below the midurethra from the prior sling procedure and a midline omental adhesion. She tolerated the procedure well with no complications. On (B)(6) 2022, she presented for evaluation and management of adrenal mass and elevated cortisol levels and metanephrine levels that was found during her inpatient stay in march of 2018. She complained of ongoing pelvic pain and heaviness which started a few months after she had surgery for urinary incontinence with mesh placement in march 2018. On (B)(6) 2022, she presented for a follow up for her chronic pelvic pain, noting that her pain has continued to cause emotional distress. She reported that numerous failed medications in the past. She had been recommended spinal cord stimulator but has declined. She continued to follow up for pain management and had been seen in urology with recommendations for pelvic floor therapy. She reported ongoing low back pain radiating around her right buttock and ongoing concerns regarding persistent hyponatremia. Review of her records revealed sodium levels in the low 130's dating back to january 2021. --- additional information received on november 18, 2022 --- on (B)(6) 2019, she underwent cystoscopy to evaluate for mesh perforation. Normal urothelium was observed in the urethra without evidence of mesh perforation or concern for over-tensioning. The procedure was completed without complications. On (B)(6) 2020, she presented to the emergency department complaining of pelvic pain. She was then discharged home in stable condition. Clinical impression: chronic pelvic pain, hyponatremia on (B)(6) 2021, she presented for follow-up status post mesh removal, stating she was "much better, more walking yesterday than usual". She added there was some light spotting and being sore. Note that between april 2020 and february 2021, she made several follow-up consults due to her chronic pelvic pain. ***additional information received on december 16, 2022*** on (B)(6) 2020, the patient was seen and examined for evaluation and management of adrenal mass and elevated cortisol levels and metanephrine levels that was found during her inpatient stay. When labs were rechecked outpatient, all levels came back normal. She complained of ongoing pelvic pain and heaviness (3 months after she had surgery for urinary incontinence with mesh placement), she went to the emergency room (ER) on january 10, 2020 for this. She was scheduled to see a urogynecologist for possible mesh removal. Patient complained of proximal muscle weakness, denies nausea, vomiting, nor upper abdominal pain, no skin bronzing. She complained of sweating anytime of the day, no headache, no palpitations, no hypoglycemia. She had some diarrhea since july 2018 to january 2019, since then, it was resolved after taking flagyl (prescribed by gi). She has gained some weight due to low activity due to the chronic pelvic pain and being on lyrica. She stopped going to another facility due to pelvic pain. She stated she felt wonderful since she has started exercising and has stopped all of her antidepressants since she felt so well. On (B)(6) 2020, the patient was seen and examined. The patient noted an onset of vaginal and perineal pain. The pain was increased while sitting. The pain was fairly centralized but was reportedly greater on the right than the left. The patient reported that the pain felt as if there was a tight band in the vagina which was contributing to her pain complaints. She also noted a pulling sensation. The patient underwent a midline incision of the mesh on (B)(6) 2018. However, this did not significantly change her pain. She did note some urgency with occasional urge incontinence. She also had bouts of urinary frequency. The patient denied dysuria. The patient noted pain with a full bladder. The patient had a chronic history of constipation. However, no pain was noted during bowel movement. The patient only attempted intercourse on a couple of occasions which was mildly uncomfortable and caused a bad flare-up of pain afterwards. The flare-ups were reportedly lasting for days. The patient had two pudendal nerve blocks, neither of which gave any anesthetic effect nor pain relief even temporarily. The patient also had a history of hyponatremia with occasional hypertension. She had a hypertensive crisis after the surgery for her pelvic organ prolapse. This resulted in an intensive care unit (ICU) admission. The patient apparently has a nodule in her adrenal gland as well. In the physician's assessment, the patient will have to make an appointment for a follow up visit. The physician will have to decide whether or not the tvt mesh was a significant pain generator and did not need to be removed. It was possible that the main problem was the pudendal neuralgia from the sacrospinous fixation. This could potentially be treated with simple takedown of the repair versus a formal pudendal nerve decompression. The physician will make this determination based on her physical exam findings. On (B)(6) 2022, the patient was seen and examined thru video. The patient's problem list, allergies and medications were reviewed and updated as appropriate. Twelve systems have been reviewed and all other systems negative. The patient had chronic pelvic pain after sling placement/removal and more recent anterior thigh pain after emg. She did have evidence of tarlov cysts on imaging: however, they are small (larger on left) and did not correlate with described dermatomal distribution. Unfortunately, the joint pain did not improve with the injection. The physician recommend she continue to consider a spinal cord stimulator trial with a local pain management provider as well. The patient had an abnormal sciatic nerve findings on the MRI: the physician discussed potential sciatic neurolysis, but the physician was hesitant that this might worsen her pain given her history with lesser invasive procedures.

Manufacturer narrative:
Device implanted by dr. (B)(6) ((B)(6) hospital) sling revision performed by dr. (B)(6) ((B)(6) hospital) sling removal performed by dr. (B)(6) ((B)(6) ob-gyn, (B)(6)) block e1: this event was reported by the patient's legal representation. Block h6: patient codes e2330, e2006, e1002, e1405 capture the reportable events of pain, extrusion, abdominal pain and dyspareunia. Impact codes f08, f2303, f1905, f18, f2203, f1903 capture the reportable events of prolonged hospitalization, required medications, surgery, physical therapy, imaging and sling removal block h11: block g2 has been corrected. Blocks b5, h6 and h10 have been updated based on the additional information received on december 16, 2022. Block h6: patient code e1621 captures the reportable event of muscle weakness. Impact code f12 has been used in the light of the patient sought legal recourse for a personal injury related to the device.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient during a procedure performed on (B)(6), 2018. As reported by the patient's attorney, the patient has experienced an unknown injury. Additional information received on september 23, 2022. It was reported that the device, lynx suprapubic mid-urethral sling system, was implanted during a cystourethroscopy, anterior and posterior colporrhaphy, sacrospinous fixation, perineoplasty and retropubic midurethral sling placement procedure on (B)(6), 2018, in a patient diagnosed with pelvic organ prolapse (apical, posterior and anterior) and stress urinary incontinence. The procedure was completed with the patient in stable condition without complications. On (B)(6) 2018, the patient was admitted to intensive care for hypertensive emergency (bp went up as high as 229/182 mm/hg) and hyponatremia (126 meq/l). She had a medical history which was significant for severe anxiety, essential hypertension and chronic low back pain. She was given the following medications: metoprolol xl, hydralazine IV, ativan, benadryl IV (for suspected allergy to pain medications), and tramadol for pain. A decision was made to transfer her to the ICU on labetalol drip. On (B)(6), 2018, the patient was noted to be doing well with pain well controlled with standing order of tylenol. On (B)(6), 2018, the patient presented to the ER with increasing weakness. She was discharged the following day in stable condition. On (B)(6), 2018, the patient came in with new onset urinary frequency and bladder pressure/fullness for a month. She had presented to the ed the night before and was given pyridium and tramadol before discharge home. A post-void bladder scan was performed, as well as urinalysis and urine culture. She was started on cipro and was prescribed uribel and vaginal estrogen cream. On august 26, 2019, the patient presented due to persistent pelvic and gluteal pain, as well as issues of urinary urgency and hesitancy. Reportedly, she had developed pain in the right gluteal area and pelvis and has undergone extensive evaluation. She had noticed that her stress symptoms had resolved but noticed marked hesitancy with urgency, and now periods of urge incontinence. She had extensive work-up including MRI of the pelvis and was referred to pain management for pudendal block. She had also undergone pelvic floor physical therapy. Upon the review of systems, the patient reported the following additional relevant symptoms: numbness and tingling. Physical exam revealed mild angulation of the urethral bladder neck junction and a somewhat fixed urethra; point tenderness along the right obturator and area of the sacrospinous ligament with pain radiating into the gluteal area with deep palpation. The assessment was pelvic and perineal pain, urge incontinence, hesitancy of micturition. Her last gynecologist was concerned both that there was some degree of obstruction at her neck and that it possibly was a suture from the suspension that was causing the gluteal pain. The current physician agreed with this assessment that there are 2 separate problems one being the hesitation and urge symptoms which is most likely from the positioning of the sling as it appears to be elevating the bladder neck somewhat and that a revision of this may help some of her voiding symptoms. Her pelvic pain with its location was relatively classic of an issue with a sacral spinous ligament which could be addressed with another block, taking the stitch down while acknowledging the risk of recurrence of prolapse, persistence of pain or even worsening numbing or neurologic symptoms if this is compressed. On (B)(6), 2019, the patient underwent urethral sling revision and injection of pelvic floor trigger points to treat the bladder neck obstruction and persistent pelvic pain. She was also experiencing some neuropathic leg pain symptoms at that time. During the operation they found the sling was against the bladder neck and was under marked tension when released. The mesh had a significant separation (by almost 0.5 cm). There was obvious angulation at the level of the bladder neck. She also had some increased pelvic floor tone. Then, a series of 6 injections, 3 on each side, for a total of 10 ml marcaine and 100 mg solu-cortef were used for the blocks. The procedure was completed, and the patient transferred to recovery in stable condition without complications. During a post-op check on (B)(6), 2019, the patient reported that she continued to have pain. She was using tramadol which was not working well for her. She had to use oxycodone which provided some pain relief. She was also using uribel with some relief. She continued to have pain near the urethra. During a follow-up post-op check on (B)(6), 2019, the patient reported she continued to have pain. Tramadol was still not working, while oxycodone provided some relief. She had followed up with pain management and was recently started back on low-dose lyrica which she felt had improved the throbbing pain in her pelvis. Per her physician's assessment, the surgical site had healed. The urethral tenderness had resolved, and she relatively had good urinary control. At this point the area of mesh exposure had been removed. As for her pelvic pain, it appeared to be more neuropathic in nature and that removing any additional mesh would unlikely have any significant impact other than potentially worsening her symptoms. Additional information received on (B)(6), 2022. On august 22, 2018, the patient presented for a follow-up visit post-surgery. She was doing better at that time and was on some medication which she could not remember for continued pressure in the vaginal area. On (B)(6), 2018, she came in for abdominal pain. During her last visit, she noted that she has had persistent abdominal pressure since her surgery. Her vaginal pressure was worse since the surgery, which she described as "pain" and "heat", like a live wire sitting around giving me jolts". She had a lot of urinary frequency, every one to two hours. Her bowel movement was very liquid, she was diagnosed with colitis and started on steroid, which helped slightly. However, she felt that her genital pain and burning was worse and therefore held. She noted that she had been able to have intercourse which was not very painful. Physical exam revealed that the vaginal and pelvic floor were diffusely tender, most prominently over bilateral coccygeus and left obturator. There was also significant banding over the left coccygeus. Assessment: 1. Muscle spasm 2. Feeling of incomplete bladder emptying 3. Overactive bladder the patient was advised that she has a challenging situation with chronic pain (back, etc.) And that this is a new iteration of her chronic pain syndrome. She was also advised that she perceives pain at a lower threshold than average. The plan was for the patient to have pelvic floor physical therapy (pfpt) to rehab her pelvic floor and consider interstim to treat her oab and pain. She was also to have urodynamics to evaluate for obstruction given her difficulty urinating. On january 21, 2019, she presented for follow-up for abdominal and pelvic pain. She reported that pelvic rehabilitation was difficult to comply due to the cost. Recommendation was that she go for the initial evaluations and ask if they can provide her with some home exercises to do intermittently between office visits. On (B)(6), 2019, she presented with pelvic pain. She did undergo a pudendal nerve block back in (B)(6) 2019, which she said was excruciating because the local anesthetic did not have time to work, and she did not have any IV sedation on board. She did notice mild benefit after the injection did have a chance to work. She was being maintained on tramadol extended release 200mg as well as pregabalin 50mg 3x a day. During the visit she was prescribed percocet 10/325 mg to address her acute debilitating pain and her lyrica was decreased to 25mg 4x a day. Assessment: 1. Pudendal neuralgia 2. Pelvic pain on april 15, 2020, the patient had a telemedicine consult for constant and chronic vaginal and rectal pain. The patient had previously seen and evaluated by a partner of this clinic who recommended sling revision for obstruction. The patient sought a second opinion outside of the practice and underwent a sling revision and pudendal nerve block in november 2019. She was discharged from this practice from lack of follow-up and failure to comply with recommendations. A lengthy conversation was had with the patient regarding details of her care after leaving our practice. For reasons patient does not wish to convey in significant detail, she was not following with this specific surgeon at the outside practice and wished to return to the current facility. She did not feel comfortable pursuing management of her pain under the surgeon in the outside practice. Her pain and discomfort were significantly exacerbated she was not having any relief from oral medications. Her pain was greatly affecting her quality of life and her ability to perform activities of daily living. The assessment was pelvic and perineal pain presumed to be related to pudendal nerve and urethral sling division. On february 10, 2021, the patient was evaluated for her pelvic pain and back pain. The assessment from that visit was that she has two pain issues. The first is her chronic low back pain for which she had been seen her for 4 years. It was noted she does best when she is exercising but has been unable to due to other medical issues. The main pain generator over the past year has been pelvic/pudendal pain she has tried injections has had several opinions and 4 weeks prior to this appointment had surgery to remove mesh from her bladder. She was still having pain and required medication. Postop, the patient did not tolerate nucynta and oxycodone. The physician discontinued the hydrocodone and increased the tramadol ir. The patient's pain had responded well to lyrica but it caused mood issues, so she was to be weaned off that and was to speak with her psychiatrist about her new medication prior to starting amitriptyline or nortriptyline low-dose for nerve pain and sleep. On (B)(6), 2021, she again presented for a follow-up visit with right-sided perineal pain manifesting as vulvodynia on the right side and also a deeper vaginal pain. Her pain has been refractory to opioid therapy and did not improve with recent removal of the mesh. At this point, medication opioid therapy is allowing her to function at best but is not managing her pain adequately. The patient is being worked up for ehlers-danlos syndrome as her daughter did have this diagnosed recently and has a gastroenterology appointment pending as well. The patient denies any lower extremity weakness or bowel or bladder incontinence. Assessment: 1. Causalgia 2. Pelvic pain 3. Pudendal neuralgia 4. Vulvodynia 5. Chronic pain following surgery/procedure the plan was for a trial of dorsal root ganglion stimulation at the l 1 and s2 levels on the right side to address her genitofemoral and pudendal causalgia. The risks and benefits of the dorsal root ganglion stimulator trial were discussed with the patient at length today. She was seeing a pelvic pain specialist in in the near future and may opt for staying more conservative than the neuromodulation that has been offered. On july 26, 2022, she came in for a follow-up visit again due to pelvic pain. Associated symptoms include depression and anxiety, functional limitations include inability to engage in sexual intercourse due to pain. Treatment/procedure outcomes: she has had numerous pudendal blocks with no benefit. She has had long term pelvic floor therapy with no improvement. She had a pelvic sling mesh that was since removed and she believes was the underlying cause of her problems. She has not had improvement in the pelvic pain with treatment of her lumbar spine issues. She planned to follow up in 1 month, at which point we may consider a diagnostic hypogastric plexus block. She declined the spinal cord stimulator due to cost. Assessment: pelvic pain. Additional information received on november 1, 2022. On (B)(6), 2021, the patient underwent robotic (da vinci) retropubic sling removal, anterior repair and cystoscopy with hydrodistention procedure due to pelvic pain and failed conservative management post perineoplasty and retropubic sling. Findings included scarring below the midurethra from the prior sling procedure and a midline omental adhesion. She tolerated the procedure well with no complications. On (B)(6), 2022, she presented for evaluation and management of adrenal mass and elevated cortisol levels and metanephrine levels that was found during her inpatient stay in (B)(6) 2018. She complained of ongoing pelvic pain and heaviness which started a few months after she had surgery for urinary incontinence with mesh placement in (B)(6)2018. On (B)(6), 2022, she presented for a follow up for her chronic pelvic pain, noting that her pain has continued to cause emotional distress. She reported that numerous failed medications in the past. She had been recommended spinal cord stimulator but has declined. She continued to follow up for pain management and had been seen in urology with recommendations for pelvic floor therapy. She reported ongoing low back pain radiating around her right buttock and ongoing concerns regarding persistent hyponatremia. Review of her records revealed sodium levels in the low 130's dating back to (B)(6) 2021. Additional information received on november 18, 2022. On (B)(6), 2019, she underwent cystoscopy to evaluate for mesh perforation. Normal urothelium was observed in the urethra without evidence of mesh perforation or concern for over-tensioning. The procedure was completed without complications. On (B)(6) 2020, she presented to the emergency department complaining of pelvic pain. She was then discharged home in stable condition. Clinical impression: chronic pelvic pain, hyponatremia on (B)(6), 2021, she presented for follow-up status post mesh removal, stating she was "much better, more walking yesterday than usual". She added there was some light spotting and being sore. Note that between (B)(6) 2020 and (B)(6) 2021, she made several follow-up consults due to her chronic pelvic pain. Additional information received on december 16, 2022. On (B)(6), 2020, the patient was seen and examined for evaluation and management of adrenal mass and elevated cortisol levels and metanephrine levels that was found during her inpatient stay. When labs were rechecked outpatient, all levels came back normal. She complained of ongoing pelvic pain and heaviness (3 months after she had surgery for urinary incontinence with mesh placement), she went to the emergency room (ER) on (B)(6), 2020 for this. She was scheduled to see a urogynecologist for possible mesh removal. Patient complained of proximal muscle weakness, denies nausea, vomiting, nor upper abdominal pain, no skin bronzing. She complained of sweating anytime of the day, no headache, no palpitations, no hypoglycemia. She had some diarrhea since (B)(6) 2018 to (B)(6) 2019, since then, it was resolved after taking flagyl (prescribed by gi). She has gained some weight due to low activity due to the chronic pelvic pain and being on lyrica. She stopped going to another facility due to pelvic pain. She stated she felt wonderful since she has started exercising and has stopped all of her antidepressants since she felt so well. On (B)(6), 2020, the patient was seen and examined. The patient noted an onset of vaginal and perineal pain. The pain was increased while sitting. The pain was fairly centralized but was reportedly greater on the right than the left. The patient reported that the pain felt as if there was a tight band in the vagina which was contributing to her pain complaints. She also noted a pulling sensation. The patient underwent a midline incision of the mesh on (B)(6), 2018. However, this did not significantly change her pain. She did note some urgency with occasional urge incontinence. She also had bouts of urinary frequency. The patient denied dysuria. The patient noted pain with a full bladder. The patient had a chronic history of constipation. However, no pain was noted during bowel movement. The patient only attempted intercourse on a couple of occasions which was mildly uncomfortable and caused a bad flare-up of pain afterwards. The flare-ups were reportedly lasting for days. The patient had two pudendal nerve blocks, neither of which gave any anesthetic effect nor pain relief even temporarily. The patient also had a history of hyponatremia with occasional hypertension. She had a hypertensive crisis after the surgery for her pelvic organ prolapse. This resulted in an intensive care unit (ICU) admission. The patient apparently has a nodule in her adrenal gland as well. In the physician's assessment, the patient will have to make an appointment for a follow up visit. The physician will have to decide whether or not the tvt mesh was a significant pain generator and did not need to be removed. It was possible that the main problem was the pudendal neuralgia from the sacrospinous fixation. This could potentially be treated with simple takedown of the repair versus a formal pudendal nerve decompression. The physician will make this determination based on her physical exam findings. On (B)(6), 2022, the patient was seen and examined thru video. The patient's problem list, allergies and medications were reviewed and updated as appropriate. Twelve systems have been reviewed and all other systems negative. The patient had chronic pelvic pain after sling placement/removal and more recent anterior thigh pain after emg. She did have evidence of tarlov cysts on imaging: however, they are small (larger on left) and did not correlate with described dermatomal distribution. Unfortunately, the joint pain did not improve with the injection. The physician recommend she continue to consider a spinal cord stimulator trial with a local pain management provider as well. The patient had an abnormal sciatic nerve findings on the MRI: the physician discussed potential sciatic neurolysis, but the physician was hesitant that this might worsen her pain given her history with lesser invasive procedures. Additional information received on 12jul2023. On (B)(6), 2019, the patient was seen and examined for complaints of an aching and constant lower abdominal pain at pain level 9. The patient came in from another healthcare facility for a urinary tract infection (uti) check. The patient stated that she had a transvaginal mesh that she thought was causing her pain. On (B)(6), 2020, the patient was seen and examined via video conferencing for a follow up due to her pelvic pain and for evaluation for a pelvic floor botox. The patient had a spastic pelvic floor syndrome. The patient had previous botox injections to the pelvic floor with good response. The patient noted more pain particularly on the right side and feeling like an egg was stuck in the vagina. In the physician's assessment the patient had a chronic pelvic pain, complication of implanted vaginal mesh (subsequent encounter), hypertension (unspecified type), renal insufficiency and hyponatremia. The patient was scheduled for a pudendal nerve block and botox injections to the pelvic floor musculature. On june 1, 2021, the patient was seen and examined via video conferencing for discussion regarding a scheduled pudendal nerve block and botox injections to the pelvic floor musculature. The physician would get a copy of the patient's outside MRI. They were planning to schedule the patient's mrn in mid-july. However, they agreed to cancel this if adequate imaging or improvement with higher dose botox. The patient was counseled on options including watchful waiting, medications, and physical therapy and she elects to proceed with the above procedure. The patient was also prescribed with 15 mg of morphine (immediate release tablet 1-2 tabs) to be taken every 6 hours as needed for pain. On november 10, 2022, the patient presented to the office for mrifu of ls. The patient reported lower back pain which radiated significantly into the groin. This was noted worse on the right side. The most significant pain felt by the patient was vaginal/pelvic pain which began after mesh removal, but otherwise her lumbar pain was axial. Radicular symptoms were very intermittent and did not bother her much when they occurred. The patient has been taking tramadol and lyrica. The patient has been seeing a chiropractor and she was doing stretches/exercises at home with minimal relief. The patient's MRI of ls was pulled and reviewed showing bilateral facet hypertrophy and edema at l3-4, degenerative disc disease and bulging at l2-3 causing severe neuro foraminal stenosis. Upon physical examination, it was noted that the patient had a 4/5 hip flex bilaterally, 4/5 bilateral dorsi flex, 4/5 plantar flex bilaterally with pain noted during internal/external rotation of lle. At this time, secondary to ongoing axial lower back pain, the provider recommended an injection at the right l4-5, 5-s1 mbb under fluoroscopy. Instructions and precautions were discussed with the patient including risks.

Manufacturer narrative:
Device implanted by (B)(6) sling revision performed by (B)(6) sling removal performed by (B)(6). Block e1: this event was reported by the patient's legal representation. Block h6: patient codes e2330, e2006, e1002, e1405 capture the reportable events of pain, extrusion, abdominal pain and dyspareunia. Impact codes f08, f2303, f1905, f18, f2203, f1903 capture the reportable events of prolonged hospitalization, required medications, surgery, physical therapy, imaging and sling removal block h11: block g2 has been corrected. Blocks b5, h6 and h10 have been updated based on the additional information received on december 16, 2022. Block h6: patient code e1621 captures the reportable event of muscle weakness. Impact code f12 has been used in the light of the patient sought legal recourse for a personal injury related to the device. Block h11: blocks b5, h6 and h10 have been updated based on the additional information received on july 12, 2023. Block h6 (additional codes): patient code e1310 captures the reportable event of urinary tract infection (uti). Patient code e1311 captures the reportable event of unspecified kidney or urinary problem. Impact code f23 captures the reportable event of unexpected medical intervention.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018, implant date, as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representation. The reported healthcare facility was: (B)(6) university hospital, (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient during a procedure performed on (B)(6) 2018. As reported by the patient's attorney, the patient has experienced an unknown injury.